Event description:
During laparoscopic procedure, 5 mm double toothed grasper broke at hinged tip. Piece retrieved from pt and biomedical engineering confirmed that all parts were accounted for. Contacted MFR. Have forwarded instrument to MFR for quality assessment. No prior history of this instrument having problems. Pt has recovered without sequelae.